Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient saw a healthcare professional (hcp) for a new battery on (B)(6) and they had an appointment on (B)(6) with another hcp. The last names of the hcp's were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had a battery replacement on september 7th, in order to resolve the issue of recharging too frequently, and their stimulator getting weaker. The patient weighed (B)(6) at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported no steps were taken as of yet towards resolution. The patient also reported their recharger was broken and they fixed it with glue and duct tape. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the patient was charging too frequently. The patient said the device was implanted in their neck for pain and the ins won't hold a charge for more than a couple of days. The patient said the ins started to get weaker. The patient mentioned they were disabled and retired, so the patient charges when they think about it. The patient stated they wanted to go more than a couple of days without having to charge and sit for 3 hours to charge their ins. The patient inquired about replacement and said they had their ins implanted in 2008 and were told it would last 5-7 years. No further complications were reported.